Event description:
During a cryo ablation procedure to treat persistent atrial fibrillation, connective tissue was noted on the catheter tip. Difficulty maneuvering the device into the coronary sinus was noted and while repositioning the catheter in the right atrium, the catheter could not be withdrawn from the coronary sinus. The handle of the device was cut and the original guiding introducer was replaced with a 63 cm long sheath for catheter removal. The catheter was rotated clockwise and counter clockwise until it was removed from the coronary sinus ostium however connective tissue was noted on the catheter tip. An echocardiogram was performed but revealed no anomalies within the patient. The catheter was replaced and the procedure was completed successfully.